Manufacturer narrative:
The field service engineer adjusted the probe, checked the valves and did minor adjustments on the cuvette rinse volumes. Carry-over was still observed. He then replaced the reagent needle which resolved the carry-over issue. The customer was instructed to continue running the lithium assay in duplicate for at least one week. The investigation is ongoing.

Event description:
The initial reporter received questionable li lithium results for two patients tested on a cobas pro c 503 module. On (B)(6) 2021, the initial result at 12:04 pm was 1.74 mmol/l. This result was reported outside of the laboratory and was questioned by the physician. A second sample was then taken from the patient. The result from the new sample was 0.661 mmol/l. The repeat result from the second sample was 0.665 mmol/l. The initial sample was then rerun twice. The first repeat result at 5:47 pm was 0.860 mmol/l. The second repeat result at 6:38 pm was 0.868 mmol/l. On (B)(6) 2021, the initial result at 1:28 pm was 1.47mmol/l. The repeat result at 4:34 was 0.69 mmol/l. The repeat result was deemed to be correct. The reagent lot number is 490028. The expiration date was not provided.

Manufacturer narrative:
After service, no further issues were reported by the customer. The customer has stopped running the lithium assays in duplicate. The investigation determined the service actions resolved the issue.